Manufacturer narrative:
Product analysis #237891130: analysis information: 2018-10-23 16:39:37 cst pli# 10 product ID# neu_ascenda_cath, the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. The cross section of the catheter was elliptical near the break, which is consistent with it being compressed. Analysis identified an area of compression on the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer representative (rep) regarding an implantable intrathecal pump. The indication for use was intractable spasticity and post spinal cord injury. The catheter was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.